Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to the sensing assurance feature, undersensing was noted on the implantable pulse generator (ipg). Reprogramming was carried out and the ipg remains in use. No patient complications have been reported as a result of this event.